Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being hospitalized due to diabetic ketoacidosis. Customer was not able to connect the transmitter to the sensor and it was found that an ID was not programmed. Customer did not give further hospitalization information. Insulin pump is not expected to return for failure analysis.